Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6) it was reported that on 23 january 2024, a 27mm navitor valve was successfully implanted in a patient. The final implant depth was 4.8mm at the non-coronary cusp and 6mm at the left coronary cusp. A post-implant balloon aortic valvuloplasty was performed using a 22mm non-abbott device due to under expansion of the valve. There was valve under expansion on the aortic portion of the valve due to the patient's anatomy. The patient had severe concentric calcification of the ascending aorta, there was severe calcification extending beneath the aortic annular plane in the interventricular septum. The patient also had a porcelain aorta. There was mild perivalvular leak at the end of the procedure. Post-procedure it was noted via electrocardiogram (ECG), that the patient developed a complete atrioventricular block. The decision was made to initiate electrostimulation for treatment. On (B)(6) 2024, the decision was made to implant a dual chamber permanent pacemaker due to paroxysmal complete heart block. On (B)(6) 2024, the patient was discharged.

Manufacturer narrative:
An event of valve underexpansion, heart block, malposition of device-incorrect implant depth, and aortic valve insufficiency/ regurgitation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the final implant depth was 4.8mm at the non-coronary cusp and 6mm at the left coronary cusp. A post-implant balloon aortic valvuloplasty was performed using a 22mm non-abbott device due to under expansion of the valve (27mm navitor due to deployed too low). There was valve under expansion on the aortic portion of the valve due to the patient's anatomy. The patient had severe concentric calcification of the ascending aorta, there was severe calcification extending beneath the aortic annular plane in the interventricular septum. The patient also had a porcelain aorta. There was mild perivalvular leak at the end of the procedure. After the procedure, the patient developed a complete atrioventricular block. Therefore, the decision was made to implant a dual chamber permanent pacemaker due to paroxysmal complete heart block. Based on information received, a cause for the reported event appears to be related to procedural conditions and patient conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: eu2126 - 904 ((B)(6)) it was reported that on (B)(6)2024, a 27mm navitor valve was successfully implanted in a patient. The final implant depth was 4.8mm at the non-coronary cusp and 6mm at the left coronary cusp. A post-implant balloon aortic valvuloplasty was performed using a 22mm non-abbott device due to under expansion of the valve. There was valve under expansion on the aortic portion of the valve due to the patient's anatomy. The patient had severe concentric calcification of the ascending aorta, there was severe calcification extending beneath the aortic annular plane in the interventricular septum. The patient also had a porcelain aorta. There was mild perivalvular leak at the end of the procedure. Post-procedure it was noted via electrocardiogram (ECG), that the patient developed a complete atrioventricular block. The decision was made to initiate electrostimulation for treatment. On (B)(6)2024, the decision was made to implant a dual chamber permanent pacemaker due to paroxysmal complete heart block. On (B)(6) 2024, the patient was discharged. Subsequent to the previously filed report, additional information was received that a pre-discharge transthoracic echocardiogram revealed that the patient had a non-dilated left ventricle with non-thickened walls. The patient also had a visually preserved left ventricular ejection fraction and a moderately dilated left atrium. It was noted that the 27mm navitor valve had a slightly low implantation going into the left ventricular outflow tract without functional compromise: the patient had adequate transvalvular gradients and slight regurgitation on doppler examination, although its origin (valvular or paravalvular) could not be determined.